Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during the load process. It was also reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was noted that the customer incorrectly loaded the cartridge prior to the cartridge alarm annunciation. The customer was guided through the load process and the malfunction alarm was cleared.